Manufacturer narrative:
Investigation summary. A device history review was conducted for lot number 9024975. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Investigation conclusion. Due to no sample or picture returned the factory cannot confirm the slide clamp having any abnormal and this complaint is the first complaint for slide clamp missing during usage. The root cause of this complaint cannot be determined. Root cause description. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Rationale. Bd will continue to monitor this issue.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the clip for the sealing tube on the indwelling needle was missing. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: noticed clamp come off several hours(<10 hours)after starting usage.